Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the patient. No injury to the patient was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.